Manufacturer narrative:
(B)(4).

Event description:
The patient reported a loss of therapy. The current device was noted to not be as good as their previous device. He had had to catheter himself a couple times since getting the current device. With the previous, he only had to catheter once or twice. He was getting more bladder sensation and his legs were getting weak. He had turned it off for 3 weeks. Then he tried to leave the bowel where it was and turned down the bladder. This didn't seem to do as good. The patient was getting sensation in legs without sensation. The implantable neurostimulator (ins) site also ached. It was noted that the healthcare provider (hcp) stated the ins was only going to last 5 years. The previous device had lasted 8 years. He really didn't have any feeling in his legs. He would put his legs in really hot water. Relevant medical history included urinary dysfunction/sacral nerve stimulation. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.